Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left device migrated to periphery of uterus') in a 32-year-old female patient who had essure (batch no. 880438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, septoplasty, low back pain, nerve pain and ulcer. Previously administered products included for an unreported indication: mirena iud from 2008 to 2010 and ortho-tri-cyclen lo from 2006 to 2008. Concurrent conditions included abdominal distension, bloating, abnormal bowel sounds, diarrhea, constipation, loose stools, bloody diarrhea, rectal bleeding, tarry stools, rectal pain, fecal incontinence, heartburn, nausea, vomiting, belching, hematemesis, gas and swallowing difficult. Concomitant products included ibuprofen since 2010, rabeprazole from (B)(6) 2018 to (B)(6) 2019 and triamcinolone since 2010 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), coeliac disease ("type of autoimmune diagnosed: celiacs"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), tooth disorder ("other injuries/symptoms: dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("4-systemic"), dermatitis allergic ("rashes or skin conditions"), blepharitis ("dermatitis around eyes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal inflammation ("gi inflammation") and gastrointestinal ulcer ("gi ulceration") and underwent tooth extraction ("fillings in teeth removed"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), uterine pain ("uterus pain"), rash ("facial rashes") and swelling face ("facial swelling"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, coeliac disease, abdominal pain, menorrhagia, allergy to metals, tooth disorder, vaginal haemorrhage, hypersensitivity, dermatitis allergic, blepharitis, dysmenorrhoea, fatigue, gastrointestinal inflammation, gastrointestinal ulcer, tooth extraction and uterine pain outcome was unknown and the rash and swelling face had resolved. The reporter considered abdominal pain, allergy to metals, blepharitis, coeliac disease, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal inflammation, gastrointestinal ulcer, hypersensitivity, menorrhagia, pelvic pain, rash, swelling face, tooth disorder, tooth extraction, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes patient received treatment for - pain, bleeding, allergy and autoimmune diagnosed: celiacs lot number: 880438 , manufacture date: 2011-07, expiration date: 2014-07. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion(as per pfs). Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: status post bilateral essure devices. The device on the right appears in appropriate location however the device on the left appears displaced and located in the periphery of the uterus... X-ray - on (B)(6) 2017: status post essure placement and in satisfactory position, category 2. Bilateral tubal occlusion, category 1.(as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc (product technical complaint) on 6-feb-2020: medical record was received. Medical history was added. Reporters were added. Lawyer was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left device migrated to periphery of uterus') in a 32-year-old female patient who had essure (batch no. 880438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and septoplasty. Previously administered products included for an unreported indication: mirena iud from 2008 to 2010 and ortho-tri-cyclen lo from 2006 to 2008. Concurrent conditions included abdominal distension, bloating, abnormal bowel sounds, diarrhea, constipation, loose stools, bloody diarrhea, rectal bleeding, tarry stools, rectal pain, fecal incontinence, heartburn, nausea, vomiting, belching, hematemesis, gas and swallowing difficult. Concomitant products included ibuprofen since 2010, rabeprazole from (B)(6) 2018 to (B)(6) 2019 and triamcinolone since 2010 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), coeliac disease ("type of autoimmune diagnosed: celiacs"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), tooth disorder ("other injuries/symptoms: dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("4-systemic"), dermatitis allergic ("rashes or skin conditions"), blepharitis ("dermatitis around eyes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal inflammation ("gi inflammation") and gastrointestinal ulcer ("gi ulceration") and underwent tooth extraction ("fillings in teeth removed"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), uterine pain ("uterus pain"), rash ("facial rashes") and swelling face ("facial swelling"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, coeliac disease, abdominal pain, menorrhagia, allergy to metals, tooth disorder, vaginal haemorrhage, hypersensitivity, dermatitis allergic, blepharitis, dysmenorrhoea, fatigue, gastrointestinal inflammation, gastrointestinal ulcer, tooth extraction and uterine pain outcome was unknown and the rash and swelling face had resolved. The reporter considered abdominal pain, allergy to metals, blepharitis, coeliac disease, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal inflammation, gastrointestinal ulcer, hypersensitivity, menorrhagia, pelvic pain, rash, swelling face, tooth disorder, tooth extraction, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for - pain, bleeding, allergy and autoimmune diagnosed: celiacs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion(as per pfs). Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: status post bilateral essure devices. The device on the right appears in appropriate location however the device on the left appears displaced and located in the periphery of the uterus. X-ray - on (B)(6) 2017: status post essure placement and in satisfactory position, category 2. Bilateral tubal occlusion, category 1.(as per mr). Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New event added: abnormal bleeding (vaginal), 4-systemic, rashes or skin conditions, dermatitis around eyes, left device migrated to periphery of uterus, dysmenorrhea (cramping), fatigue, gi inflammation, gi ulceration, fillings in teeth removed, uterus pain, facial rashes, facial swelling. Lot number, event outcome, event onset date, lab data, concomitant drugs, patient history and historical drugs were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and coeliac disease ('type of autoimmune diagnosed: celiacs') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and tooth disorder ("other injuries/symptoms: dental problems"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, coeliac disease, abdominal pain, menorrhagia, allergy to metals and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, coeliac disease, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for - pain, bleeding, allergy and autoimmune diagnosed: celiacs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury nos replaced with event pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, type of autoimmune diagnosed: celiacs and other injuries/symptoms: dental problems. Patient demographic details, reporter information and product information was added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.